Event description:
A user facility reported to olympus that the, endoeye flex deflectable videoscope image disappeared during inspection. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation was unable to confirm the reported no image issue. The evaluation found that the bending section cover of the device was chipped and scratched. The bending section could not be securely locked since the screw of the angulation lock lever was loosed. Additionally, there were scratches on the light guide connector, video connector, grip protector and the upward and downward plate. The faulty parts need replacement to bring back to olympus functional standard. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the defect of image sensor unit, failure of internal board of the video connector, or the system. Olympus will continue to monitor field performance for this device.